Event description:
A pt with diagnosis of claudication of right lower extremity in or for arteriogram and percutaneous transluminal balloon angioplasty of right superficial femoral artery. During procedure the surgeon had difficulty getting the #6-mm balloon catheter to deflate. Procedure stopped. Pt developed a thrombus in distal superficial femoral artery. Required heparin and admin of tpa. In recovery room, pt developed beuro deficit of foot. Returned to or for embolectomy. Good results were achieved with restoration of blood flow. Total ischemic time of onset was approx 3 hours.